Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl and 321 mg/dl. The customer has been using insulin pump within 48 hours of reported high blood glucose event. The customer ran some test and the insulin pump was working good. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.